Event description:
While setting up the model 3100a for pt treatment, the operator was unable to get the oscillating driver to run eventhough the ventilator was pressurized. There was no pt compromise as another 3100a was used.